Event description:
A peritoneal dialysis (pd) patient reported finding fluid in the machine following treatment. The patient refused to give an alarm history. The cycler was replaced. The set was not returned for evaluation. During follow up with the patient's pdrn, revealed that the patient was present for a check up on (B)(6) 2014. At that time, there were no signs of infection and no prophylactic antibiotic were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.